Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Device broke intra-operatively and was not implanted / explanted. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that they got a call reporting that a plate broke during operation, and a new plate was used to complete the procedure. More information will follow. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: rescind initial medwatch mw-(B)(4). Reportedly, the reported plate was not a depuy syhter device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.